Event description:
A nurse reported the system was not refluxing during a case. The patient and procedural impact is unknown. Multiple attempts have been made to retrieve additional information but none has been received to date.

Manufacturer narrative:
The facility has ordered a new footpedal. The replaced footpedal has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).